Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The customer owned device was previously returned to pentax medical from a customer on 16/aug/2017. Inspection of the device was performed on21/aug/2017 where the quality control inspector found the following: insertion tube buckles at end of root brace, passed wet leak test, passed dry leak test, sn637 not applied, fluid invasion not observed in control body, customer complaint confirmed, scope case not received scope receive in box, suction arm loose, aft suction tube kinked/resistance, fluid invasion not observed in pve connector. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs were performed where the loose suction arm was correction, and the unit returned to the user on 23/aug/2017. Parts replaced: insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5).